Manufacturer narrative:
Date rec'd my MFR : 26jul2019, date of report : 29jul2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that the defective u1 on the airflow sensor printed circuit board assembly caused the air flow accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04june2019. (B)(4). The manufacturer¿s international service technician confirmed the reported concentration issue and replaced the flow sensor assembly to address the problem.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit failed the oxygen accuracy test failed (pvt test 7) at the 60% setting. There was no patient involvement.